Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to d4 (no serial number and lot code added) and g4.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. "Broken ceramic head" it was likely due to some kind of stress problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the inner sheath had a broken ceramic head. The issue occurred during reprocessing. There were no reports of patients¿ harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.